Event description:
Same case as MDR ID #: 2134265-2011-06013. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. The physician placed an unknown manufacturer's guide catheter then placed two unknown manufacturer's guide wires. The physician successfully deployed a promus element plus stent at the target lesion. Then a 3.00x28mm promus element plus stent delivery system (sds) was advanced into the guide catheter and became stuck on the guide wires. After the sds was successfully removed without resistance, it was observed that the end of the stent was frayed. Then a second 3.00x28mm promus element plus sds was advanced but became caught between the guide wires. After the second sds was removed without resistance, it was observed that the stent edge was also frayed. The physician opted to complete the procedure with balloon angioplasty. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as MDR ID#: 2134265-2011-06013. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. The physician placed an unknown manufacturer¿s guide catheter then placed two unknown manufacturer's guide wires. The physician successfully deployed a promus element plus stent at the target lesion. Then a 3.00x28mm promus element plus stent delivery system (sds) was advanced into the guide catheter and became stuck on the guide wires. After the sds was successfully removed without resistance, it was observed that the end of the stent was frayed. Then a second 3.00x28mm promus element plus sds was advanced but became caught between the guide wires. After the second sds was removed without resistance, it was observed that the stent edge was also frayed. The physician opted to complete the procedure with balloon angioplasty. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a promus element plus mr stent delivery system (sds). There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. The last six distal rows of stent struts were stretched. There was tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).